Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not align with the cursor on the left side of the screen. It was further noted that the power cord bay was broken, the handle covers were damaged, the keyboard hinges were broken, the upper case was cracked at the handle, the lower hinge plate was cracked and the left antenna cable was damaged. The connection between the overlay and the xy board was reseated and the stylus recalibrated, the power cord bay, handle covers, keyboard hinges, upper case, lower hinge plate and antenna cable were all replaced, the hard drive was reconfigured, the software was reloaded and updated and the programmer passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was unable to calibrate, particularly on the left side of the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.